Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
Further analysis was performed on the heart lead flex. Visual inspection revealed no anomalies. Bench analysis revealed a diode failed in-circuit testing. Conclusion: the reported functional test failures found during servicing of the device were caused by a diode component failure.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) was out of electrical specification (bleeding pixels). Analysis also found the heart lead flex was out of electrical specification (shorted diode), battery release was contaminated, battery contacts were compressed, upper case was dented, lower case was broken, lead flex cover was corroded, and serial number label was torn. One knob, side bail covers, ring cover, two case screws, ring cover screw, side bails, ring bail, lcd screw and battery drawer o-ring were missing. It is noted there was no silicone on the keyboard flex connections on the lcd display due to customer tampering with device. (B)(4).